Event description:
On 01/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin and suffered an adverse reaction including but not limited to hypotension, respiratory failure, acute renal failure, and a drop in blood platelet count. On at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.